Event description:
After an implantation time of about 4 years 2 months and after exchange of the ICD (sn not provided), a shock impedance >150 ohm was reported. This lead was explanted. There were no adverse pt effects reported. The dates of implantation and explantation were not provided.

Manufacturer narrative:
The lead was destroyed in the returned state. Only the proximal part of the lead was returned for analysis. The lead had been cut through 14 cm distal of the is-1 connector pin, probably with a scalpel. The measurements of the direct-current resistances at the lead fragment showed nothing unusual. There were no indications of material defects or mfg errors. The production documents showed no anomalies that could be related to the complaint. All mfg steps had been carried out correctly.